Event description:
It was reported the top display readout was missing segments. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the liquid crystal display (lcd) was out of specification. It was also noted that the upper case was contaminated.